Manufacturer narrative:
This is one of two device reports associated with this event. This event is one of three events for the same pt.

Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac event. These claims were allegedly caused by the pt's exposure to the product which was administered during dialysis treatment.